Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a cardiac ablation interventional procedure with an 8f sheath. Reportedly, the footplate didn't open all the way during step 1. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, a medwatch report was recieved with the following information: perclose did not suture vein. Second perclose used and hemostasis achieved. No harm to patient. Additional information was received that the patient was female. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot of the device was not deep enough in the vessel; however, this cannot be confirmed. The complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E4 correction: initial report sent to FDA updated from no to "yes" g2 correction: report source updated to "user facility"